Event description:
It was reported that the pt was not hearing well. In a free field assessment at school the audiologist found that the pt was not having any benefit from the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.